Manufacturer narrative:
The date of the device return is unknown. The investigation was completed. The device was returned for evaluation. Console logs from the reported day of event were consistent with the complaint and confirm alarm (purge system failure - piston blocked). During troubleshooting, the console successfully passed purge system testing and no anomalies were observed. According to local clinical consultant, the root cause of the irregular purge operation was most likely use related, as the personnel operating the console was not familiar with the system. The cause of the failure mode was most likely use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller experienced a purge system alarm. The console was replaced to address the issue. No patient harm reported.